Event description:
Reference number (B)(4). Event occurred in spain. This emdr is being submitted for unknown number of quantities the patient reported that they received one box of consumables on (B)(6) 2026, where the packaging was not sealed properly, misshaped, and sterile integrity was not intact. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.